Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Ref MFR reports: 1627487-2013-01716, 1627487-2013-01718, 1627487-2013-01721. It was reported the pt has a small opening in his mid back area near an extension. The pt has two scs systems and it is unk which extension is eroding through the skin. Both of the pt's scs systems were removed, cultures were taken and the pt was treated with antibiotics.